Manufacturer narrative:
The insulin pump was received with a constant pump error 38 alarm during the rewind due to a corroded motor home switch. We were unable to perform the displacement test due to the pump error 38 alarm during the rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had no motor movement or negligible movement alarm during rewind. The customer¿s blood glucose value was 207 mg/dl. The insulin pump will be returned for analysis.